Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "patient revised for flexion contracture. Removed the primary insert, released the posterior capsule and inserted a new 4x13 ps insert."